Event description:
After a trial lead placement, the patient reportedly had a seizure. The patient was hospitalized and the leads were explanted. The patient has since been released. At this time, the cause of the seizure has not been determined.

Manufacturer narrative:
The leads were discarded and will not be returned for evaluation. This is the final report.